Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation postlaminectomy pain/ spinal pain. It was reported that the battery was responding to the programmer and device was not stimulating. Patient stated she charged once a week and charged on sunday. Patient stated when she charged on sunday it didn't take any longer than usual. Patient stated she had taken batteries out of the patient programmer (pp), trying to reset pp. Patient stated she had changed her setting and she does not feel anything. Patient stated she increased "450" which would normally make her legs do kicks but she felt nothing. Patient stated on monday when she sat down at the dentist, she was able to feel stimulation. Patient stated yesterday she felt stimulation a few minutes when she went from sitting to standing then stopped and has not felt anything since. Patient communicated with the neurostimulator (ins) and pp showed stim on. Patient reported being able to start charging session. Patient stated the ins was 3/4 full and stim was on. Patient communicated with the pp and saw therapy screen. No further complications were reported/anticipated.